Manufacturer narrative:
Concomitant medical products: ddmb1d1 ICD, implanted: (B)(6) 2018. If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that atrial tachycardia/atrial fibrillation therapies were disabled, the right atrial (ra) lead exhibited an atrial lead position check failure. The ra lead was also reported to exhibited under-sensing. The ra lead remains in use. No patient complications have been reported as a result of this event.